Event description:
It was reported that there was air in the system (vamp) and that the sales representative thinks that the drawn air did not come from the vamp but up front to the direction of the arterial catheter. No patient complications were reported.

Manufacturer narrative:
(Other): device has not been returned for evaluation.